Event description:
It was reported that during an open whipple and distal pancreatectomy procedure, the ligaclips would not form properly when deployed and clips would not stay on vessel. All clips were removed that did not hold. Case completed with another device of the same product code but different lot number. There were no patient consequences. No clips were saved from procedure. Rep has sterile samples available to return.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that twenty-seven cartridges were received sterile and in good visual condition. Three cartridges were opened and tested for functionality with test device. Upon functional testing, the instrument loaded, retained and deployed 6 clips as intended over suture. The clips were form as intended and conforming to our manufacturing requirements. Event described could not be confirmed as no device was return for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.